Manufacturer narrative:
The device was requested but has not been returned for investigation. The reported meter serial number is invalid. The reported test strip lot cleared qc for release. The owner's guide has been reviewed. There is no indication the event occurred due to poor labeling. Bgstar field returns involved in similar complaints have been reviewed and there is no evidence the event occurred due to a component failure. The root cause of the incident could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed a high blood glucose reading. Insulin, diet or exercise may have contributed to the reported hypoglycemia. No medical intervention or hospitalization was reported. This event will continue to be trended.

Event description:
Patient reports that the bgstar meter is not measuring his blood-glucose correctly. He performed the test with a device from another brand and it differs by 20%. He informs that, because of the bgstar, he applied more insulin than what he actually needed and experienced hypoglycemia. He performed the test in the morning (06:30 a.m.), with the bgstar. Generally at this time he has 95 mg/dl, but the bgstar showed 135 mg/dl. So the patient applied more insulin (exact dose unknown) and experienced the hypoglycemia. The time after the dose he experienced the symptoms and if any medical intervention required was not provided.

Manufacturer narrative:
The device was requested and was returned to the manufacturer. The reported test strip lot cleared qc for release. A confirmation investigation found the returned meter and test strips to be operating within specification. The owner's guide has been reviewed. There is no indication the event occurred due to to poor labeling. Bgstar field returns involved in similar complaints have been reviewed and there is no evidence the event occurred due to a component failure. The root cause of the incident could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed a high blood glucose reading. Insulin, diet or exercise may have contributed to the reported hypoglycemia. No medical intervention or hospitalization was reported. This event will continue to be trended. This follow-up is due to the return and investigation of the meter and test strips involved with the complaint. The meter serial number was corrected, the meter's receipt was indicated, the method code was updated, and narrative was edited. The confirmation investigation found the meter and test strips to be operational. This new information does not change the conclusion or decision for no further action.